Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2017, during a pacemaker implantation, the subject lead was inserted into the patient¿s ventricle. Despite several lead re-positioning and changing the psa cable and the alligator clips, the ventricular lead impedance was measured over 3000 ohms. The subject lead was then discontinued and extracted from the patient's body. Another lead was implanted instead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2017, during a pacemaker implantation, the subject lead was inserted into the patient¿s ventricle. Despite several lead re-positioning and changing the psa cable and the alligator clips, the ventricular lead impedance was measured over 3000 ohms. The subject lead was then discontinued and extracted from the patient's body. Another lead was implanted instead.